Manufacturer narrative:
Initial reporter occupation: unknown. Investigation evaluation: our evaluation of the product said to be involved confirmed the report. A visual evaluation of the product received confirmed that the blue catheter had broken at the 86 cm location as measured from the distal tip of the balloon. No other kinks, cracks or any other damage was identified on the device. The device history record does contain a nonconformance that could potentially be related to the complaint. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to a dilation procedure, the physician selected a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The physician opened the package and found out that the sheath [catheter] was broken. The device was changed to another of the same kind to complete the procedure. This occurred prior to patient contact; there was no impact to the patient.